Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an intermittent saline bag backfilled issue with this 2008k2 hemodialysis machine. Reportedly, the saline bag intermittently back fills during recirculation. In several instances, recirculation is performed without issue, however, when a patient is connected to the unit, a filling program error is received. According to the complainant, a patient was connected to the machine for the initiation of treatment, when the saline bag backfilled issue was observed. The patient was moved to another machine and was able to complete treatment with no adverse effects. No patient complications occurred as a result of this event. There were no occlusions to the drain. The drain line and the drain height were within specification. The user facility biomedical engineer revealed that the sensor board and the air separator assembly were replaced to resolve the issue. Functional testing performed by the biomed confirmed that the machine was operating properly. The unit has been returned to service at the user facility without a recurrence of the issue as reported.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel and no parts were returned to the manufacturer for analysis, therefore, the failure mode cannot be confirmed. However, the user facility reported that the air separator assembly and the sensor board were replaced which resolved the issue. The machine was returned to service with no further issue. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.